Event description:
The following information was reported to gore: on (B)(6) 2024, a patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® conformable aaa endoprosthesis. During the treatment, no resistance was felt and the behavior of deployment was as usual during the deployment of the trunk-ipsilateral component. However, the contralateral gate was not deployed as normal shape and collapsed. Cannulation into the contralateral gate was successful because the space around the entry of the contralateral gate in the aneurysm was limited. A contralateral leg component was deployed into the contralateral gate. The collapse of the contralateral gate was resolved. Then the ipsilateral leg of the trunk-ipsilateral component was deployed. The patient tolerated the procedure. The physician stated that his only concern was that the contralateral gate had collapsed, even though there was space around it.

Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: code d12:according to the gore® excluder® conformable aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: incomplete component deployment. Emdr section h6, codes c19, d12, d15 updated to reflect results of investigation. Summary: the images received cannot be used to perform a full imaging evaluation. The extent and accuracy of the observations and findings may be limited due to the completeness, format and/or quality of the available images provided for review. Gore cannot guarantee the images provided are accurate or lack alteration. Therefore, gore cannot guarantee all key findings have been captured or that the findings are accurate. The imaging evaluation performed by a clinical imaging specialist showed the following: two radiographic jpeg images available for evaluation. The first jpeg image shows a non-deployed endograft advanced however, the non-deployed proximal end of the device is at a distance from the distal end of the leading olive. The endograft is inside the sheath. Cannot confirm resistance of device advancement with still images. The second jpeg image shows a constrained proximal end of the ipsilateral trunk device. The sheath has been pulled back. The proximal end of the device, on jpeg #2, appears to be closer to the distal end of the leading olive than it was on the first jpeg image. Thereby, supporting the description summary that the device moved distally on the deployment catheter. The contralateral gate is not deployed on jpeg #2. Non-contrast images submitted, therefore, cannot confirm vessel or partial vessel coverage.